Event description:
User facility reported they had one event of when placing the saf-t wing into a sharps container their right middle finger went through the vacutainer portion hitting the needle. User reporter the sharps container flap is too small, the "vacutainer" holders get stuck and the system jams.